Event description:
N/a.

Manufacturer narrative:
DHR - lot 7282409, conformed to the specifications when released to stock. Failure analysis - the catheter pieces were visually inspected; both ends of the catheter seem to be clean cut. The photo provided by the customer show the catheter in 2 parts. The root cause for the issue reported by the customer, could be due to a sharp or pointed object coming into contact with the catheter, as noted in the IFU silicone has a low cut/tear resistance.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a patient had a procedure on (B)(6) 2024 evening to set up an external drainage system: the patient (who had arms and legs restrained) was found without the head bandage and external derivation was out. Part of the catheter had fallen in the bandage and the tube was almost removed. The bandage was full of cerebrospinal fluid and the evd did not drain a lot since the patient came back from the operating room. Medical staff stated: "we don't know why a part of the tube was found in the bandage but it cannot have been ripped off by the patient as the section was clean and straight." The patient had to undergo an emergency scan and a new procedure in operative room for set up a new evd. They noticed patient had fever, treated with prophylactic antibiotic.